Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. It was reported through patient outcome that the patient underwent a heart transplant on (B)(6) 2021. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15dec2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the there were no device issues at the time of patient outcome. No further information was able to be communicated due to patient privacy laws.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.